Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that while electrocautery was in use during a procedure, the monitor was excessively beeping, displayed a dialog box on the screen when the stimulation probe was not in use, and had an intermittent loss of recording channel, which would return when electrocautery ended. These conditions, in which the device is delivering additional audible indication or has an inaccurate visible display, may be misunderstood by the user, posing increased risk of nerve injury. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.